Manufacturer narrative:
Currently, it is unknown whether the device used for the sacrocolpopexy procedure may have caused or contributed to the reported event as no specific failure mode or patient injury was alleged. The medical records provided included the patient's implant operative report details, implant tracking log and office notes. The medical records indicate the patient was implanted with two bard mesh devices, one for a hernia repair and one for a sacrocolpopexy. Based on the information provided as well as the patients legal claim, there was no allegation made against the bard mesh used in the hernia repair. This file represents the bard flat mesh used in the sacrocolpopexy procedure. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. With the current information available, no definitive conclusion can be made as to the extent that the device may have caused or contributed to any post op complications. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: on (B)(6) 2011 - the patient was diagnosed with a right lower quadrant incisional hernia, cystocele, uterine prolapse, rectocele and (unknown) vaginal mesh exposure. The patient underwent a two part procedure which included repair of the incisional hernia with implant of a bard/davol flat mesh, supracervical abdominal hysterectomy, sacrocolpopexy with implant of a bard/davol flat mesh, vaginal excision of the exposed mesh (unknown) followed by cystoscopy. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device used in the sacrocolpopexy procedure.

Event description:
Addendum to the initial MDR to document additional information, medical records, and general patient. (B)(6) 2011 - the patient was diagnosed with a right lower quadrant incisional hernia, cystocele, uterine prolapse, rectocele and (unknown) vaginal mesh exposure. The patient underwent a two part procedure which included repair of the incisional hernia with implant of a bard/davol flat mesh, supracervical abdominal hysterectomy, sacrocolpopexy with implant of a bard/davol flat mesh, vaginal excision of the exposed mesh (unknown) followed by cystoscopy. Attorney alleges pain, infection, urinary problems, recurrence, and dyspareunia. Per the medical records there is no adverse event identified with the bard mesh. The patient's clinical course is unknown at this time.

Manufacturer narrative:
Addendum to the initial MDR to document additional information, medical records, and general patient outcome allegations made by the patients attorney. There is no change to the prior conclusions made. The cause of the patient's alleged post-op complications remain unknown. Should additional information be provided a supplemental emdr will be submitted. Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.